Event description:
A customer observed imprecise ahbs qc results on the eci analyzer. Pt results were not reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found that the issue is limited to the ahbs assay, but is not limited to a specific reagent pack. Instrument performance has been verified and found acceptable by field service. A new lot of reagent pack was sent to the customer who is monitoring performance. No add'l instances have been reported to date. The root cause of the event is unk.